Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, air leaked when a 5mm camera was inserted. As the abdominal pressure was not kept, the 1st device was replaced with the 2nd one. However, the same event occurred in the 2nd one as well. Another 3rd device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? No information. If so, did the noise prevent insufflation? No information. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? The device was replaced soon. What was the gas consumption rate or volume (liter/minute)? No information. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? Yes, if so, what device? 5mm camera. Was any torque being applied to the trocar or device? No information. The analysis results found that the devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.